Event description:
It was reported that a laparoscopic assisted vaginal hysterectomy procedure was being performed. The surgeon completed the laparoscopic portion of the case. The surgeon checked the staple line and it appeared to be intact. The pt was closed and forwarded on to recovery. After the laparoscopic assist vaginal hysterectomy, the pt exhibited a pale complexion and a decrease in blood pressure. The pt was brought back into the or, and opened. The pt lost 2000cc of blood. The anastomosis was sutured and pt closed.